Event description:
It was reported the customer was hospitalized due to receiving to much insulin. It was reported they were refilling the reservoir and the kids did not go to the training session. They primed the tubing manually and customer was connected. They put the reservoir in the device with out rewinding the device and pushed insulin into the customer. Customer's blood glucose was 72 mg/dl at the time of admission. Customer's blood glues was 110 mg/dl when released. Once to much insulin was administered they removed the cannula and stopped using the device. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.